Manufacturer narrative:
H3: product analysis: part # 6630904, lot # im21k054 visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw is broken and the edges have been rolled over and deformed. This type of damage is consistent with torsional overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the part of the tip of one of the reported drivers broke off while the surgeon was trying to lock the plate. The piece was recovered and discarded. No part of the instrument remains in the patient. The other two drivers were stripped. The procedure was completed with new drivers. There were no patient symptoms or complications reported as a result of this event.